Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the trigger jammed/locked was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had insufficient/low power. It was further determined that the device failed pretest for check the power with test bench. The assignable root cause was determined to be traced to the user, which is user error.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the trigger of the compact air drive device jammed/locked. There were no reports of delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.